Manufacturer narrative:
The ge service representative conducted an onsite investigation. The x-ray tube was replaced and the generator was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up intermittently. No patient injury was reported.